Manufacturer narrative:
The reported complaint for the thermogard displaying error message mid: 23 (patient probe offset) was confirmed during initial functional testing and archive review. The faulty pic-16 pc board and I/o board were replaced and the console calibrated, after which the console passed all the final functional testing and met the manufacturing specification. The thermogard console is a reusable device and was manufactured on 2012. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. No physical damage was noted during visual inspection. A review of the event log was performed and found multiple error message mid: 23 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During device check, the thermogard tgxp ivtm system (sn (B)(4)) was displaying an error message mid: 23 (patient probe offset). No known patient consequences were reported for this event.